Manufacturer narrative:
(B)(4)., a partial lead was returned for analysis in two segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient presented to the clinic, after receiving a patient notifier for high, out of range pacing lead impedance. A chest x-ray was performed and externalized conductor wires were noted. An increase in threshold was also observed. The lead was explanted and replaced. The procedure concluded successfully with the patient having remained stable before, during, and after the procedure.